Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient recently hospitalized had a left ventricular assist device (lvad). The patient was experiencing issues transmitting readings and received an error message. The site stated they were not receiving the readings that the patient was taking. The issue was resolved on (B)(6) 2025. Initially on (B)(6) 2025, the patient called in stating that the doctor's office told the patient that their readings were coming out screwy. Logs/readings were reviewed, and readings were physiological and coming through. There were no issues with the readings. The patient would reach out to the doctor to tell them to call remote care with their issues. An update on 02apr2025 reported that the patient was inpatient and was being monitored by the lvad team. The site stated they got readings with the patient on (B)(6) 2025 that seemed to be accurate but that they had some readings at home that seemed inaccurate. Provider from the lvad team provided additional information stating that the issue in february was that the patient had been getting an error message when attempting to transmit. The patient had been instructed to call remote care. At that time the patient had reported that they were sending readings, but the site stated they were not receiving them. On (B)(6) 2025 the issue was resolved. The site stated that some waveforms immediately prior to the patient's current admission did not appear to be accurate. Provider stated they were not sure if this was operator error.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.